Manufacturer narrative:
This report is submitted on july 23, 2020.

Event description:
Per the clinic, the patient experienced non-auditory stimulation resulting in loss of benefit. Subsequently, the device was explanted on (B)(6) 2020, due to migration of electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 7 october 2020.